Event description:
It was reported that a patient underwent an unknown surgical procedure on (B)(6) 2011 and suture was used. The patient experienced red irritated skin at the site of the suture. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-01395. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): representative samples from the same lot number as the actual device were returned for evaluation. Samples were chosen from each box, and they were opened and inspected for and defects in the seals. All seals were full and complete with no voids or channels. It cannot be determined chat caused this reaction.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.